Manufacturer narrative:
(B)(6). The device was manufactured from march 8-11, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of the bladder rupture. The reported condition was verified. The cause of the condition could not be determined by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon (bladder) of a small volume 200 ml intermate ruptured vertically during fill. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.